Event description:
Caller states the patient tested 5.1 inr and 3.5 inr on the coaguchek xs system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.